Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the extension tube for the irrigation was broken. It was reported that while preparing the access for a ventricular tachycardia (vt) ablation a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was open. Once open it was possible to see that the extension tube for the irrigation was broken, lost from the sheath. A new sheath was used. There was no patient consequences. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device 00002303 number, and no internal action related to the complaint was found during the review. The manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the extension tube for the irrigation was broken. It was reported that while preparing the access for a ventricular tachycardia (vt) ablation a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was open. Once open it was possible to see that the extension tube for the irrigation was broken, lost from the sheath. A new sheath was used. There was no patient consequences. Additional information received indicated the part was totally separated. The hemostatic valve was not dislodged inside or outside of the hub. It was the lateral connection with the irrigation tube was defective. The tube looked unstick from the hub.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 15-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and the extension tube for the irrigation was broken. It was reported that while preparing the access for a ventricular tachycardia (vt) ablation, a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was open. Once open, it was possible to see that the extension tube for the irrigation was broken, lost from the sheath. A new sheath was used. There was no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was found separated from the hub component. A microscopic examination of the side port was performed, and insufficient adhesive application was found. Further investigation revealed that this type of failure was related to the manufacturing process. A device history record was performed for the finished device batch number, and no internal actions were identified. The side port issue reported by the customer was confirmed. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. An internal action was opened to introduce optimization actions on devices with stopcock gluing issue. Note: the full UDI has now been provided under field d4. Primary UDI number. Correction: a correction to the 3500a initial MDR for the g1. Manufacturing site name is required. It was initially processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).